Event description:
Healthcare professional reported a xen®45 gts "did not have the desired effect - patient was very ill and received multiple interventions."

Manufacturer narrative:
The reporter has declined to provide abbvie further information regarding event, product, or patient details. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. The event of high intraocular pressure is a known potential adverse event addressed in the product labeling.